Manufacturer narrative:
No button error alarm was noted. The buttons were responding intermittently, due to moisture damage keypad trace. The insulin pump was also received with minor scratches on the lcd window, a cracked case near display window corners, a cracked reservoir tube lip. No vibrating anomaly was noted during our testing. Numbers did not ramp up on their own and scroll bar was not moving without input.

Event description:
The customer reported via phone call that the keypad stopped responding, began to navigate randomly, and the insulin pump alarmed with a button error. During troubleshooting, customer stated the device had possibly been exposed to perspiration. Customer's blood glucose was 160 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.